Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 to address a lead migration issue. (Reference reg report: 1627487-2020-48193) during the procedure, the patient's ipg failed to establish communication with external devices. It is unknown if the ipg was placed into surgery mode prior to the procedure. Troubleshooting intra-op confirmed the issue and ipg was deemed inoperable. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017 the results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence